Event description:
It was reported that the balloon on the iab ruptured two days after insertion. Difficulty was encountered trying to remove the catheter, so a surgical procedure was performed. There were no patient complications.